Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having chest pain in the sub-mammary region. It was noted that there were high thresholds, no c apture, noise, and a high sensing integrity counter (sic) on the right ventricular (rv) lead. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.